Event description:
The hospital maintenance person reported that this bed had an unintentional movement of the knee up function. After troubleshooting with a hill-rom service technician, it was determined that the knee up switch in the right siderail was defective. After replacement of the switch the bed functioned as designed. He stated that there were no adverse events associated with this bed malfunction.